Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system computer/central control monitor (ccm) did not work. The display came up but when the perfusionist tried to select an option, the ccm did not respond. As a result, an entire system 1 unit was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.